Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that it was not working to patient's satisfaction and it was off for only 3 weeks. Patient mentioned it was working much better as it was reprogrammed. No further complications were reported.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient stated she cannot increase stim for the last 2-3 weeks. Patient services had the patient connect the implant with the patient programmer which showed the device was off. Patient reported that stimulation hurt when she turned device on, date of report. Troubleshooting resolved the issue: when patient turned device they initially felt discomfort from the stim but then was able to decrease stimulation and stated she felt relief from that discomfort. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.